Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to another device (onetouch ultramini). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy issue began in (B)(6) 2016. At an unknown time after the issue began, the patient alleged obtaining blood glucose readings of "510, 354 and 511 mg/dl" with the subject meter but was unable to provide readings from the reference meter except to report them as lower. The tests were performed within 30 minutes of each other. As these results may not have met lifescan's accuracy criteria, this complaint is a deemed a valid comparison. The patient stated that she manages her diabetes with insulin (lantus; self-adjuster). In response to the alleged issue, the patient stated that she increased her insulin dose to 60 units in the morning and 40 units in the afternoon/evening. The patient denied developing any symptoms as a result of the alleged meter issue. On (B)(6) 2016 at 11 pm the patient stated that she was transported to an emergency room via ambulance and received treatment in the form of IV glucose from a health care professional. She was hospitalized for 2 days. The patient reported that her blood glucose was measured on an emergency medical services meter but she was unable to provide any results. During troubleshooting, the csr confirmed that the meter was set to the correct unit of measure, that samples were taken from the correct sample site and that the patient was following the correct testing steps. The test strip vial was confirmed as being intact. The test strips had been properly stored, were not open past their discard date and had not expired. When the csr walked the patient through a retest using control solution, the results fell outwith the range printed on the test strip vial. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly received hcp treatment for a low blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Additional information was obtained when customer service followed up with the patient. The test strip lot number is 3964471. (B)(4). Updated text is included below: the patient reported that the alleged meter inaccuracy issue occurred between 1 and 1.30 pm on (B)(6) 2016. She was unable to provide any meter readings. The patient stated that she also manages her diabetes with humalog insulin. In response to the alleged meter issue, the patient claimed she took an increased dose of insulin (unknown dose humalog) at approximately 1.30 pm. The patient reported that at approximately 6pm that night she was found ¿unconscious¿ by her husband. The patient was hospitalized and treated with IV glucose by a health care professional at approximately 6.30 pm. The patient stated a blood glucose reading was taken on a hospital device, however the time this occurred and the result is unknown.